Event description:
Procedure: urogynecological. According to the reporter: it was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced painful intercourse, mesh erosion, and continued stress incontinence. Vaginal mesh erosion requiring excision surgery, acute cystitis, dyspareunia, dysuria, urinary tract infections, urinary frequency and urgency, nocturia, bladder spasms, pelvic, vaginal and groin pain radiating down left leg, recurrent stress incontinence, urge incontinence, yeast infection, vaginal odiferous discharge, hematuria, urinary hesitation and incomplete bladder emptying, thinning of right puborectalis muscle with fecal urgency and incontinence, small cystocele, urethral hypermobility, anterior rectocele, urinary dysfunction, depression, and anxiety. Align r retropubic urethral support system - implant (B)(6) 2010. Gore - tex monarch tape was reported to be used/implanted during the same procedure. It was reported in the patient's medical records that asa result of having the product implanted, the patient has experienced painful intercourse, mesh, erosion, and continued stress incontinence. Associated mdrs: 1018233-2012-00342.

Manufacturer narrative:
(B)(4). Additional information from the importer report: date of report: (B)(6) 2012, brand name: pelvicol acellular collagen matrix, manufacturer: (B)(4), (B)(6).